Manufacturer narrative:
(B)(4). Batch # 370a45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received partially fired with the one-piece sled not properly installed as it was received backward, this condition would not allow the device to fire. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the one-piece sled was incorrectly installed on the reload, it is possible that manipulation of the reload could have caused the sled to fall and in an attempt to install the sled, it was incorrectly placed on the reload. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire when severing rectal tissue on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.